Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 90-98mg/dl fasting. Expiration on vial of test strips was unable to be obtained; strips were first opened on (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: lo (B)(6) 2015 11:13pm. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this malfunction was identified as a strip issue.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 90-98mg/dl fasting. Expiration on vial of test strips was unable to be obtained; strips were first opened on (B)(6) 2015. Reviewed meter memory: (B)(6). No adverse event reported.